Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) has been consistently running high (300-444 mg/dl) and was having trouble "bringing it back down", the customer reported to have "given too much and then crash and then back up". Upon follow up, the customer thought the high bg was due to a menstrual cycle and the bg was now within typical range. No additional information was provided regarding the delivery of too much insulin. Additional follow up was made; however, the customer did not reply to the requests.